Event description:
It was reported that the user experienced prolonged low blood glucose after administering 9 units of external insulin for hyperglycemia while continuing ilet insulin delivery, with cgm nadir 54 mg/dl and meter-confirmed 63 mg/dl; the user consumed oral carbohydrates including candy and half a banana and completed a full supply change with insulin delivery resumed. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect method, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.